Event description:
Stent deployed in left femoral artery in normal fashion. No problem/issue with actual deployment and placement of stent. However, upon removal of device from pt, the inner part of the device pulled apart from the external part. No patient harm.